Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient's son reported the patient's charging unit emanated a burning smell approximately a month ago. As such, the product was discarded due to the issue. A replacement charging system was sent to the patient.